Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 365 laser fiber was used in the ureter during a ureteroscopy with laser procedure performed on (B)(6) 2014. Reportedly, prior to the procedure there was no visible damage neither to the device nor its packaging. According to the complainant, during the procedure, the tip of the laser fiber had worn down quickly. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was detached.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) evaluation findings of fiber tip detached. (B)(4). Visual examination of the returned laser fiber revealed that there was no exposed glass tip. The pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 68.6%. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.